Manufacturer narrative:
Thrombus was confirmed through the evaluation of the left ventricular assist system (lvas). The device was returned assembled with the driveline cut approximately 12.5 inches from the pump housing and the severed distal end portion, measuring approximately 27 inches in length, was returned. The sealed inflow conduit, the sealed outflow graft, the sealed outflow graft bend relief, and the outlet elbow were not returned. Examination of the pump blood-contacting surface found two non-laminated depositions situated between the outlet bearing ball and the blades. The lack of laminated layering and structure suggests that the deposition did not initially develop in the outlet stator. Although a root cause for the development of the depositions could not conclusively be determined through this evaluation, they could have contributed to the patient's elevated lactate dehydrogenase (ldh). Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device-2 years. The explanted device was returned for analysis. The evaluation is not complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was admitted to the hospital on (B)(6) 2017 due to signs of hemolysis. Laboratory test results showed elevated hemolytic markers with the lactate dehydrogenase (ldh) level at approximately 1106 u/l and a plasma free hemoglobin of 21 g/dl. A heparin drip was initiated. The patient's anticoagulation regimen at the time of the event included plavix, aspirin, coumadin. The inr was 2.6 (within the target goal of 2-3). Of note, the patient had reportedly presented with signs of hemolysis in (B)(6) 2017, which improved upon administration of unspecified intravenous anticoagulation. The patient was then discharged home at the time. An echocardiogram ramp study performed during this admission demonstrated a severely decreased left ventricle ejection fraction (15-20%) with severe left ventricular diastolic dysfunction. The left ventricle appeared moderately dilated to 6.7 cm. There was evidence of moderate to severe tricuspid regurgitation and mild aortic regurgitation. During the ramp study, the aortic valve did not open with increments in the pump speed. The right ventricle appeared dilated to 6.0 cm with moderately reduced right ventricular systolic dysfunction and mild mitral regurgitation. The estimated right ventricular systolic pressure was elevated at 35-40 mmhg. The blood flow into and from the pump was laminar and there was evidence of moderate tricuspid valve regurgitation. There was no pericardial effusion, thrombus, mass or vegetation noted. On (B)(6) 2017, a pump exchange to another lvad was performed. As of (B)(6) 2017, it was reported that the patient remains in the hospital and would be discharged home upon recovering from the pump exchange procedure. No additional information was provided.